Event description:
It was reported that during prior to starting a da vinci si procedure, it was noted that the head near port 1 was cracked. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was returned with a piece of the luer plate broken off. One section of the luer plate outer lip is broken. The chassis is cracked adjacent to the broken luer plate section. Engineering concluded that the damage is likely due to mishandling/misuse during cleaning process. Engineering evaluation also found that the distal end of the main tube has various scratch marks with light material removal. The scratches are .070 - .160 in length and not aligned with the tube axis. Engineering concluded that the damage is likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute reportable event; however; the damage to the instrument's main tube, could likely cause or contribute to an adverse event if the malfunction were to recur.